Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed, the valve was returned loaded inside the delivery system. The valve was removed from the delivery system and forwarded to the (B)(4) return product analysis lab. The valve was received in a heart valve return kit jar, fully submerged in a cloudy 0.2% glutaraldehyde solution. The valve was discolored, showing evidence of blood contact. The valve appears crimped, with the valve tissue appearing desiccated. All leaflets exhibited signs of desiccation, creases, and frame imprints. These conditions may be associated with the valve being cr imped inside the capsule of the delivery system for an unknown duration. The leaflets were stiff yet slightly flexible. All leaflets appear to be in the open position. Coagulated blood was observed on the commissures. All commissures appeared intact. No damage, such as bends or kinks, was found on the frame. The outflow and inflow appeared elliptical. Thrombus was observed on the frame of the outflow and inflow, as well as pannus. This was observed on the outflow. The valve was submerged in body-temp (approximately 37 °c) saline. The frame expanded; however, it retained a compressed state. It is possible that the compressed state may be associated with the valve being loaded within the delivery system for an unknown duration. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: evolut pro plus valve; product ID: evproplus-29 (serial: (B)(6)); UDI: (B)(4); manufactured date: 2024-06-07; use by date: 2026-06-07; implant date: n/a; FDA site ID: 9617601. Continuation of d10: product ID l-evprop23-29 (lot: 0013071648); product type: 0195-heart valves; implant date n/a; explant date n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a 29 mm valve was selected based on computed tomography (CT) measurements. No pre-implant balloon dilation was performed since the patient had an existing 25 mm medtronic surgical valve that was degenerated due to predominant regurgitation. Six positioning attempts were made. The valve was recaptured multiple times, attempting deployment at different depths due to poor anchoring stability within the surgical valve without success. An adequately stable position could not be achieved, and it was decided to abort the implantation. After aborting the procedure, the patient subsequently died outside of the operating room. No details regarding the cause of death were provided.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a 29 mm valve was selected based on computed tomography (CT) measurements. No pre-implant balloon dilation was performed since the patient had an existing 25 mm medtronic surgical valve that was degenerated due to predominant regurgitation. Six positioning attempts were made. The valve was recaptured multiple times, attempting deployment at different depths due to poor anchoring stability within the surgical valve without success. An adequately stable position could not be achieved, and it was decided to abort the implantation. After aborting the procedure, the patient subsequently died outside of the operating room. No details regarding the cause of death were provided. Additional information was received that during the valve procedure, a non-medtronic guidewire was used. Per the physician, the valve and delivery catheter system (dcs) did not cause the death as the patient's condition was assessed as unchanged in terms of aortic insufficiency and hemodynamics. Additional information was received that prior to death, standard resuscitation maneuvers were performed in accordance with clinical practice; however, despite these efforts, the patient could not be revived. According to the physician, the cause of death was a cerebrovascular event.

Manufacturer narrative:
Updated: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve procedure; a non-medtronic guidewire was used. Per the physician, the valve and delivery catheter system (dcs) did not cause the death as the patient's condition was assessed as unchanged in terms of aortic insufficiency and hemodynamics.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: a complete set of fluoroscopic intraprocedural images were available for review of the reported event. A pre-implant patient executive summary was not provided, which limited the ability to perform a comprehensive anatomical assessment. The documentation indicates the presence of a previously implanted 25 mm medtronic surgical aortic valve; the specific model was not identified. Review of the fluoroscopic images did not demonstrate visible radiopaque markers of the surgical valve, suggesting the possibility of a stentless surgical valve. The preliminary aortogram demonstrated significant aortic regurgitation. Fluoroscopic inspection of the transcatheter valve loading was performed and demonstrated an acceptable load. Imaging also suggests the presence of a guidewire with a j-tip positioned through the temporary pacing catheter which appeared to be properly positioned. The procedural images suggest that a minimum of six implantation attempts were performed. Across all observed attempts, the bioprosthesis appeared to be deployed at a suboptimal depth, either too shallow or too deep, with inadequate anchoring within the failed surgical valve. During the third, fourth, and sixth implantation attempts, the transcatheter valve was observed to move in both the aortic and ventricular directions synchronously with ventricular contractions, which is consistent with inadequate anchoring. As stated in the instructions for use (IFU): the bioprosthesis is recapturable during deployment before the radiopaque capsule marker band reaches the distal end of the radiopaque paddle attachment. Deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient. Evidence suggests that further attempts were aborted and a transcatheter aortic valve was not implanted. The final aortogram did not demonstrate fluoroscopic evidence of aortic root injury, ventricular perforation, or other fluoroscopically apparent complications. The aortic regurgitation observed on the final aortogram appeared consistent with the severity of aortic regurgitation observed prior to the procedure. Based on the available fluoroscopic evidence, a definitive determination regarding the cause of death cannot be made. As listed in the IFU, death is listed as potential adverse event that may be associated with the use of the evolut pro+ system. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed that the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with both the handle and the capsule closed and the nosecone over captured by the capsule. A valve was missing from the capsule flush port. Delamination was evident along the capsule. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On retraction of the capsule via the rotation of the actuator, the valve deployed with a slight infold noted. No other deformation was evident to the remainder of the device. The reported positioning difficulties and dislodgement could not be confirmed through analysis. Updated d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: h6. And additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.